Manufacturer narrative:
H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy in navigation. The first trajectory showed the drill about 1 cm further into the bone than it actually was, indicating a navigation inaccuracy. The surgeon, while touching the pelvis with the drill, observed that the navigation system showed the drill as being in the bone. Despite this, the surgeon proceeded with the first trajectory with extra caution. After implanting the first screw, a snapshot was taken to confirm its placement, which was deemed satisfactory. Subsequent trajectories on the pelvis showed accurate navigation. The procedure was delayed less than an hour. No patient complications have been reported as a result of this event.